Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was not in clinical use at the time of the event. A philips field service engineer (fse) inspected the system on-site to address a geometry-related issue. While troubleshooting, the fse observed that the system was not booting correctly. A complaint was reported. It was reported by the fse that the x-ray computer failed to complete the boot sequence. The fse analyzed the log file and identified a fault in the x-ray computer. To resolve the issue, the fse replaced the x-ray computer. The system was returned to use in good working order and ready for clinical use. The x-ray computer was not available for further analysis. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system's x-ray computer failed, preventing a full system boot. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.